Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, within one day post implant of a leadless implantable pulse generator (ipg), the patient experienced ectopic beats on telemetry, where a premature ventricular contraction (pvc) initiated a torsades de pointes, and two further similar ventricular fibrillation (vf) episodes ensued, requiring external defibrillation. There was no alleged product issue with the leadless ipg. The leadless ipg was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.